Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: testing confirmed the no telemetry condition. The antenna signal was attenuated, the cp1 pump signal was abnormal, and the system current drain was high at 35.1 ¿a during destructive analysis the anomalous condition disappeared. The device became fully operational with nominal current drain. Attempts to reestablish the failure were unsuccessful. The root cause could not be determined.